Event description:
The customer reported that while sealing, the blue jaw insulation shredded. Some particles stuck to pt tissue. There was no pt injury.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident, including whether the material was removed from the pt tissue, have also been asked. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.